Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen was flickering and numbers were lighting up sequentially by themselves. A pump reset was performed resolving the issue. Customer's blood glucose level was 100-141 mg/dl.